Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: asr unknown hip acetabular cup; asr unknown hip femoral head; unknown hip femoral stem; asr unknown hip femoral augment. (B)(6).

Event description:
Asr litigation records received. Litigation alleges failed hip implant, pain, injury, abnormal blood metal ion concentrations and inability to walk. Doi: (B)(6) 2007; dor: not reported; (right hip). Patient is bilateral please see (B)(4).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI (B)(4). Patient code: no code available (3191) is used to capture surgical intervention. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address painful right total hip arthroplasty with metallosis. Abundance of dark brown fluid was encountered and was sent for culture. There was also a gray stained trochanteric bursa, irrigated with 3 liters of saline through the hip to remove any bone metal debris. Some mild corrosion was noted at the taper and was cleaned. A large heterotopic bone was resected from the tip of the trochanter. Doi: (B)(6) 2007. Dor: (B)(6) 2018 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical record received and reviewed: in addition to what were previously reported. After review of the medical record, clinical visit reported right hip pain, some clicking and muscle strain right hip due to accidental slipped off and fall. X-ray reported a minimal amount of lysis in zone seven of the femur. However, femur is well fixed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. Monitor ¿ exempt per (B)(4) - known possible complication of joint replacement surgery. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.